Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error detected. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error detected due to connector resistance j6 or pcb 1. After disconnecting and reconnecting the internal battery connector on j6 or pcb 1, the pump was monitored and functioned properly.

Event description:
Customer reported via phone call that insulin pump had power error detected. The internal power source in the pump is unable to charge. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Notification light stopped flashing immediately. He customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.